Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation, the battery charger/modem was unable to recognize and charge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a (B)(6) patient's charger and reported that it was unable to charge a battery.